Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was in a lot pain. Patient noted that this was not pain from stimulation because whenever he was laying on it or sitting on it; in a position where implant was near where he was sitting, it was like pain was not from the implant but from the area of the implant. Patient stated the pain radiated out of the implant. Patient stated it looked like the implant had moved into his muscle inside his body. Patient stated this was because he used to be able to feel implant on the surface right under his skin but now it was like the implant was embedded into his body. Patient stated he thought this would go away but it was non-stop and could not take the pain anymore. Patient stated this was a different pain than the back pain he was implanted for. Patient stated this pain was a nuisance and now it was severe that he was losing sleep; could not sleep all night. Patient stated he could move and pain would ease up and could fall asleep. Patient stated he would fall asleep and exhausted but no he would wake up and then would be in a lot of pain. Patient stated he talked to his healthcare provider this morning and hcp ordered 2 x-rays. Patient was told to call manufacturer's representative to meet him at the hcp office. Additional information was received. It was reported that there was pocket site pain. Patient does not recall falling or hitting ins to cause pocket pain. It was reported stimulation had not changed and was still getting relief. Patient stated neurostimulator (ins) sitting in pocket differently and was causing pain at ins site. It was reported patient was to get pocket site evaluation. The issue was not resolved at the time of this report. It was unknown if surgical intervention is planned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that he has been in extreme pain for "almost 48 hours". It feels like the battery had worked its way out of the depth the hcp put ins in. The pain is directly where the ins is and is going up and down his leg. He mentioned the pain goes away if he is moving or walking, but when he sits down, the pain comes back. Patient went to the hospital and they did x-rays, which showed internally everything looked good with the leads and ins, so they did not know what was causing it. Patient has an appointment with his primary hcp tomorrow, who will then give him a referral to visit his pain hcp. Patient experienced this pain around the ins once before. He said after calling here, his hcp office put him touch with a rep. Patient then said the pain went away shortly after that. No further complications were reported. Additional information received from the manufacturing representative indicated that the patient scheduled an appointment to meet with their physician for evaluation, as it was a physical issue. They stated that the physician has looked at the pocket depth before and was not concerned. The rep added that the physician is ordering an MRI to evaluate other sources of pain in the area. No further complications were reported or anticipated. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.